Event description:
The customer contact reported the pt rec'd less medication than intended. On (B)(6) 2010 at an unspecified time, the device was programmed for continuous delivery of 5fu (fluorouracil) 4mg/100ml, at a rate of "2.5ml/hr or 3ml/hr", and the delivery was started. No further programming parameters were provided. The customer contact indicated the duration of the delivery was reportedly 40 hrs. After an unspecified length of time, pt returned to the physician's office. At that time, it was reported 15ml was left in the container, instead of an expected empty container. The device was removed from clinical service. The physician was notified. The remaining medication was discarded. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 19.60ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/- 5%). Based on the data verified, hospira could not attribute the issue to the device. The history was downloaded at the mfg facility. A review of the history indicates on (B)(4) 2010 between 2349 and 2352, the device was programmed for continuous only delivery in ml, with a 3ml/hr rate, a 110ml container size, a 2ml air sensitivity and the delivery was started. On (B)(4) 2010 and (B)(4) 2010 at 0000 a new date stamp was indicated. Between 1108 and 1119, an empty container alarm occurred, was silenced, the delivery was stopped and powered off and on 3 times. A review of the history indicates the device delivered as programmed. This report represents all the info known by the rptr upon query by hospira personnel; (B)(4).